Event description:
During a laparoscopic appendectomy, when the telescope was re-introduced through trocar, the wire hoop that holds the endo catch bag was found laying in the abdomen. The hoop was able to be retrieved. However, do not know if the pin/screw that holds the hoop to the long wand were there at the beginning of the procedure. An abdominal x-ray was done which was negative. No injury or additional intervention was required due to the malfunction of the endo catch bag. The pt tolerated the procedure well.